Manufacturer narrative:
A retrospective review of e-connectivity data for investigation (B)(4) identified a patient sample that could potentially have been aspirated from the wrong position of a sample tray and/or dispensed back into the wrong position of a sample tray when using a vitros 5600 system. This can lead to a result or series of results to be associated with the incorrect patient or erroneous results. The FDA (B)(6) district office was notified of this issue on 13 april 2016. Refer to report number 1319681-4/13/2016-001-c. (B)(4).

Event description:
A retrospective review of e-connectivity data to support an ortho clinical diagnostic investigation identified a sample fluid that was likely aspirated from an unintended tube/cup when processed on a vitros 5600 system. No result was generated from the aspirated sample, however the sample was likely returned into an unintended tube/cup which can cause a contamination of another sample and lead to erroneous results. It is unknown if any patient sample result(s) were affected. Ortho contacted the customer to notify them of the event. The customer informed ortho they would review the results of the possible affected patient samples. The customer confirmed there were no allegations of patient harm. The investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics (ortho). Complaint number (B)(4).